Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip steerable guiding catheter (sgc) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the clip delivery system (cds) met resistance with the steerable guiding catheter (sgc) during withdrawal, which has the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the steerable guiding catheter (sgc) without issue and the clip was successfully deployed. During withdrawal of the cds, resistance was met with the sgc. The sgc hemostasis valve was noted to be slightly rotated. After the hemostasis valve was rotated back, the cds was able to be removed. However, as a precaution a new sgc was used to successfully deploy the second clip. The procedure was completed successfully, with mr reduced to 2, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation concluded that a definitive cause for the difficulty removing the cds could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.